Event description:
It was reported that pressure values were incorrect. An ffr link was selected for examination of the target lesion. It was noted that the pressure was not being correctly measured during measurement. There were no patient complications.